Event description:
As reported by the (B)(4) study, a patient experienced periprocedural myocardial infarction as per the received cec adjudication minutes. At the time of the index procedure, the angiography revealed two vessels diseased. The indication for the procedure was stable angina pectoris. The first lesion treated was proximal circumflex that was described as 15mm in length, class b2, and de novo with 90% stenosis. The reference vessel was 3.5mm in diameter. The lesion was pre-dilated with a 2.5 x 15mm balloon at 14atm and a 3.5 x 23mm cypher rx was implanted at 8atm without post-dilation. The second lesion treated was 1st obtuse marginal that was described as 8mm in length, class b1, and de novo with 80% stenosis. The reference vessel was 2.5mm in diameter. The lesion was pre-dilated with a 3.5 x 15mm balloon at 15atm and a 2.5 x 13mm cypher rx was implanted at 14atm without post-dilation. It was reported that the ck-mb was 6.6 (5 unl) and troponin I was 0.04 (0.01 unl) 6-12 hours post index procedure; and ck-mb was 7.8 (5 unl) and troponin I was 0.07 (0.01 unl) 16-24 hours post index procedure. As per the adjudication report, the ECG core lab report was unavailable and additional information including admission report and ECG tracings was not received from the site. This elevation in enzymes was later diagnosed as a periprocedural mi according to the cec adjudication minutes. No additional information regarding mi was reported. There were no procedural or angiographic complication noticed and the patient was discharged the following day.

Manufacturer narrative:
Concomitant medications at the time of mi included aspirin, bivalirudin, crestor, heparin, lipitor, lisinopril, niacin, and plavix. Additional information will be submitted within 30 days of receipt. This is one of two products involved with this adverse event in which associated manufacturer report numbers are 3003742446-2012-00237 and 3003742446-2012-00238.

Manufacturer narrative:
Complaint conclusion: the complaint received states that this (B)(4) study patient suffered a peri-procedural mi during the index procedure. This is a (B)(6) male with medical history including pci in 2004, in target vessel, dyslipidemia and hypertension. The indication for the index procedure was angina. Angiography revealed a 90% stenosis in the proximal lcx and an 80% stenosis on the 1st om. In (B)(6) 2010, the index procedure was performed for treatment of two target lesions. The first target lesion treated was in the proximal lcx. Pre-dilation and single study stent implantation were completed successfully. The site reported a 0% residual stenosis, no dissection and timi 3 flow. The second target lesion treated was the 1st om. Pre-dilation and single study stent implantation were completed successfully. The site reported a 0% residual stenosis, no dissection and timi 3 flow. Pre-procedure, no cardiac enzymes were drawn. Post procedure the ck was 60, the ckmb was 6.6 and the troponin was 0.04. The next day the ck was not tested, the ckmb was 7.8 and the troponin was 0.07. The cec committee has deemed this enzyme elevation as an arc peri-procedural pci thus the file has been coded for mi. The core lab report is unavailable. Additional source documentation was requested from the site; however, the site responded "no source". The post procedure course was uncomplicated and the patient was discharged the day after the procedure on dual anti-platelet therapy. The study stent remains implanted thus unavailable for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15076239 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Myocardial infarction is known potential adverse event associated with stent implantation procedures and is listed in the IFU as such. The act of angioplasty/stent implantation inherently produces a localized vessel injury, including plaque compression and splitting, potentially leading to release of atheromatous material (lesion contents) into the downstream flow and potentially slowing or completely occluding the blood flow. The inflation of coronary devices also inherently occludes the distal blood flow, possibly creating ischemic areas (causing cardiac enzyme changes) distal to the target lesion. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. This action (inherent risk of the procedure) combined with the patient's complex medical status, vessel characteristics and procedural factors may have contributed to the event. Review of the information suggests that vessel, lesion and procedural issues may have contributed to the reported events. This is one of two products involved with this adverse event in which associated manufacturer report numbers are 3003742446-2012-00237 and 3003742446-2012-00238.